Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue and system risk analysis (sra). ¿trending analysis of the odor/smell issue was reviewed from to and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of the issue. The assignable cause of the odor/smell issue is likely due to a loose oil mist filter screw. The field service engineer tightened the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed for the sterrad® unit and no anomalies were observed that would contribute to the reported issue at the time of release. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site and identified the oil mister screw was loose. The oil mister screw was tightened to resolve the odor/smells issue. Unit meets specifications and was returned to service.asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an odor or smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to evacuate room, power down unit and follow their facility 's policies. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.